Event description:
Information received a smiths medical implantable ports/deltec power port-a-cath ii ports tube was defective. This was discovered during a operation to implant the device. The complaint states another device was implanted and no patient harm. Unknown if the defect was noticed before implantation and another kit was opened.

Manufacturer narrative:
Investigation results completed on implantable ports/deltec power port-a-cath ii and no fault could be found. DHR summary found no discrepancies . The visual inspection revealed the catheter was cut but no discrepancies were detected in both tips, as there were no bends or marks in the catheter. Picture provided in attachments. Sample returned, tested and no discrepancies were detected on visual inspection. No actions taken, do to not confirming event.

Event description:
Evaluation completed on a smith medical deltec power -a- cacth ll port. Summary in h 10.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device there was no leaking found. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.